Manufacturer narrative:
Additional manufacturer narrative: leaflets not coapting typically would result in regurgitation and may require exchange of the device. The device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a valve model 7300tfx33 was explanted from the tricuspid position after an implant duration of eight (months) and six days due to severe central regurgitation secondary to inadequate leaflet coaptation detected by preoperative echocardiography prior to the redo procedure. As reported, the patient arrived to the hospital in unstable condition. During the reintervention saline bulb syringe test confirmed bad leaflet coaptation and another edwards valve of the same model but one size smaller (31mm) was implanted in replacement. The patient was noted as to be stable after the redo procedure.

Manufacturer narrative:
The product was returned for evaluation. As per the product evaluation results: customer report of 'severe central regurgitation secondary to inadequate leaflets coaptation' was unable to be confirmed through visual observations of the valve. X-ray demonstrated wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 2 at the outflow aspect and 6mm on leaflet 3 at the inflow aspect. Host tissue overgrowth on the stent circumference was moderate at the inflow aspect and minimal at the outflow aspect. The free margin of leaflet 2 near commissure 2 were rolled toward the outflow aspect due to host tissue overgrowth. As received, indentation was observed on the free margins of leaflet 1 near commissure 1. Sewing ring cloth was cut in multiple areas around the valve. Echo videos of the echography display taken three months after the implant were received and reviewed by an independent expert in echocardiography. As per the imaging evaluation done, one of the visualized leaflet is "somewhat thickened and somewhat rigid" which is compatible with the finding of host tissue overgrowth on inspection of the explanted valve. Probably at least moderate and possibly severe central tr is observed, although definitive assessment would require additional tests. Finally, coaptation gap and the possibility of valve dysfunction related to something extrinsic to the bioprosthesis (including possible suture loop), potentially suggested by indentation of a leaflet free margin on product inspection, cannot be reliably assessed based on the submitted images. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. The returned valve function was evaluated using standardized in vitro tests for pulsatile flow and steady backpressure leakage under simulated normal physiological conditions. Leaflet 1 mobility is restricted during pulse duplicator testing. Blood exposure during implantation, host tissue overgrowth and subsequent storage in formalin after explant can contribute to leaflet stiffening which may have affected the restricted motion of leaflet 1. The total regurgitant fraction (trf) measured was not consistent with severe central regurgitation secondary to inadequate leaflets coaptation. The severe central regurgitation secondary to inadequate leaflets coaptation reported in vivo was not reproduced in the standardized pulsatile flow testing at edwards. Note: the results from in vitro testing may be different from those obtained in vivo due to hemodynamic and environmental differences experienced while implanted that were not present when the valve was returned to edwards, such as suture entrapment with a pledget, or interference with the preserved mitral apparatus. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. However, acute central leaks observed in the peri-operative period usually occur from technique related issues such as suture looping or chordae entrapment at the mitral position. Suture looping occurs when the surgeon inadvertently loops a suture over one of the commissural posts. The suture restricts the leaflet motion prohibiting coaptation resulting in central leak. Whether caused intra-operatively or post-operatively, cases of suture loop will typically require re-operation. Similarly, leaflet restriction can also be caused by chordae entrapment when subvalvular apparatus sparing technique is utilized. Like suture looping, chordae entrapment can contribute to central regurgitation and may require reoperation. These techniques are not typically the result of product malfunction; however, they may contribute to mild to severe regurgitation and if undetected may require reoperation. The most likely cause of the leaflet indentation is procedural factors. On the other hand, pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause of the pannus is patient factors.